Event description:
MRI of the brain scan ordered. During the diffusion sequence of the exam, the child's arms and legs began to move/jerk. This jerking/moving occurred during the dwi part of the diffusion sequence. Once the movements were noted, the MRI stopped the diffusion sequence and the movement stopped. The scan was completed on the 1.5t scanner. Dates of use: 2007. Diagnosis or reason for use: ms versus demyelinating disease. Event abated after use stopped: yes.